Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation showed CT-to-body divergence in periphery of the lung. No device problem was found. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
According to the reporter, on (B)(6) 2017, during an superdimension enb procedure, the device had an alleged accuracy issue. The patient suffered pneumothorax and required additional hospitalization.